Manufacturer narrative:
Initial and final MDR 1915804- MDR 3003442380-2024-15048- device 4 of 4. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 4 infusion sets adhesive on 16-jun-2024. The infusion set came off. One set fell as it got well, while one got caught off while closing the drawer and got detached from stomach and bled. No further information available.